Manufacturer narrative:
Shipment of complaint material from russia suspended indefinitely. The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient fell into a coma and was admitted to hospital. The patient underwent unknown treatment at the hospital and was discharged after 13 days.